Event description:
Procedure type: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report :(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure (s) performed: sling cystourethropexy complications post placement: infections, pain and incontinence with stress type leakage, mesh exposure mesh revision (ivs tunneller) with additional implant (sparc) surgery: (B)(6) 2006 ¿ underwent open cystotomy with removal of intravesical foreign body, excision of eroded sling transvaginally, replacement of transvaginal sling for intravesical foreign body and sling erosion into vaginal area under general anesthesia